Event description:
Pt has a trach with a heated humidifier collar in use. The pt complained that the humidifier air was too hot and that he was having shortness of breath due to the heat. The thermostat on the heater was set at 32 degrees ft and the thermometer read 28 *ft. The pt's skin around the stoma under the collar was red and the pt was complaining of discomfort. The oxygen concentration was checked by the nurse and found to be low--88 %. The collar was removed, oxygen was ordered for the pt and the medical equipment supply co was notified that the pt had redness of the neck, shortness of breath, and that the heater was too hot according to the pt. The equipment supply co delivered oxygen to the home, the heater was discontinued and replaced with a different heating unit to provide humidified, heated oxygen to the pt who has a trach. There was no blistering of the neck area under the collar, and there was no permanent disability due to the incident, other than redness of the skin, discomfort, and some shortness of breath that the pt reported which could have been from the low oxygen concentration at the time of the event which was unrelated.